Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo a revision. Reason for revision is unknown.

Event description:
A report was received that the patient will undergo a revision. Reason for revision is unknown.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision due to inadequate stimulation. The patient was doing well following the procedure.